Event description:
The patient was implanted with biventricular support. The vad coordinator reported that after the patient had received a pump exchange due to poor flash on the right and the pump clotting off (reference manufacturer medwatch report # 2916596-2008-00131), the patient continued to experience poor flash on the right pvad and as a result, the hospital made a decision to perform a second pump exchange due to the pump clotting off again.

Manufacturer narrative:
The device was successfully exchanged with another pvad rvad and the patient remained ongoing on support without any further issues. Eventually, the pump was weaned off and explanted for patient recovery. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.